Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. Upon interrogation, the right ventricular lead exhibited loss of capture and high lead impedance. It was discovered that the lead had fractured. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).